Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 40 mg/dl. Customer current blood glucose level was 240 mg/dl. Customer was treated with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode feature at the time of incident. Customer alleged insulin pump was over delivering. Customer performed troubleshooting for low blood glucose level. The reservoir will not be returned for analysis.